Event description:
It was reported that the console breaks the fibers and there are sparks. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the focus lens cell, were damaged. The fse proceeded to perform a replacement of the lens cell and after this, no further issues were identified during service, and the console was confirmed to be fully functional after the replacement. The investigation found no indication that the probable cause of the reported allegation is related to manufacturing or design. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console breaks the fibers and there are sparks. There was no patient involved.